Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, there was resistance felt while inserting the mitraclip into the steerable guide catheter. The mitraclip was fully inserted and steered down into the valve when it was identified that the system as mis-keyed. The cds was attempted to be removed but became caught on the sgc tip. Troubleshooting was preformed and significant force was used to retract the cds from the sgc successfully. The clip was then tested and determined to be unfunctional on the back table. A replacement mitraclip was selected and implanted successfully. The final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.